Event description:
The "capsular contracture¿ event, was confirmed. To not have occurred by the physician . The device has been explanted and discarded.

Event description:
Patient reported right capsular contracture baker grade unknown and "exchange of textured device due to product concern." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.